Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported that, following an unrelated surgery where the ipg was placed in surgery mode, the ipg was yet unable to be reconnected after procedure. Company manufacturer met with patient and were unable to reconnect after several attempts made. In turn, surgical intervention may take place to address the issue.